Manufacturer narrative:
This customer returned cpu pcba was tested and no failures were identified.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will not power on. Patient involvement unknown.

Manufacturer narrative:
The fse replaced the cpu pcba to resolve this issue.

Event description:
The customer reported the device will not power on. No patient involvement.